Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2022-05210, 1627487-2022-05211, 1627487-2022-05212. It was reported two of the patient's drg leads migrated and patient has ineffective therapy. The issue was confirmed via x-ray. The investigation did not determine which two of the four drg leads migrated as the patient has 2 l3 leads and 2 l4 leads. Surgical intervention may occur to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.